Event description:
A newly hired caregiver was not aware that the lever that opens and closes the legs of a gh350 lift was broken, and used the lift to transfer a patient from bed into a wheelchair. During transports, the patient started to fall and the caregiver sprained their lower left back muscle trying to save the patient. The patient was sent to the ER due to transferring, but it is unknown if they were sent there because of the incident with the lift.